Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an atrial fibrillation (af) episode with t-wave oversensing after premature ventricular contractions (pvc) in (B)(6) 2020. Approximately eight months later in (B)(6) 2020 the patient received an inappropriate shock due to t-wave oversensing. The s-ICD was reprogrammed at the time, and approximately four years later in (B)(6) 2024, the s-ICD system is still exhibiting t-wave oversensing of pvcs. Varying amplitude morphology measurements were also noted throughout. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.